Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly, about 2 months ago, (B)(6) 2021, the mother noticed a decline in the user's hearing performance. The decline is thought to be sudden.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Reportedly, about 2 months ago, (B)(6) 2021, the mother noticed a decline in the user's hearing performance. The decline is thought to be sudden. Re-implantation is considered but not scheduled yet.

Event description:
The user's hearing performance with the device was affected. Reportedly, in (B)(6) 2021, the mother noticed a decline in the user's hearing performance. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.